Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 96 mg/dl and sensor glucose was 57 mg/dl at the time of call. The customer stated that her blood glucose was 115 mg/dl and sensor glucose was 45 mg/dl when it triggered threshold suspend. The customer stated that the cannula was not bent. The customer was explained how the glucose travels in the body. The customer was explained that might be larger differences after meals, bolus delivery or when arrows are present on sensor graph. The customer was advised to turn feature off. The sensor will not be returned for analysis.